Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was isolated to an open pulse wire in the electrode belt, causing the tes to not recognize. The belt did not pass essential performance testing. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.